Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, "present a different aspect without trauma", and "left silicone implant on the left breast with intracapsular rupture and partial collapse of the elastomer, in addition to a small amount of silicone in the inferior planes, also suggesting extracapsular rupture." The device has been explanted.

Event description:
Healthcare professional reported left side rupture, "present a different aspect without trauma", "left silicone implant on the left breast with intracapsular rupture and partial collapse of the elastomer, in addition to a small amount of silicone in the inferior planes, also suggesting extracapsular rupture", irregularities in contour, moral shock, implant has carcinogenic potential {recall}. The device was explanted.